Event description:
Unomedical reference number (B)(4) event occurred in canada on (B)(6) 2024, it was reported that the infusion set was inserted at patient's abdomen on (B)(6) 2024, at 06:00 pm. In the morning of (B)(6) 2024, they received an alert and at night, the patient's blood glucose level reached to 33 mmol/l. Therefore, the patient's mother noticed that her child's infusion set was dislodged from the site. Moreover, the infusion set had been used for 3 days. Reportedly, there was no stress or pull on the infusion set tubing. No further information available.